Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with the pump. No additional information was provided. Attempts by customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2015 with the following findings: on investigation, the pump powered up to the verify screen with auditory and vibratory features. The pump alarmed for processor communication related issue and the evaluation was unable to clear the alarm. As a result, the remaining testing was not completed and no conclusion can be drawn with regard to the complaint. (B)(4).